Manufacturer narrative:
(B)(4); no consequences or impact to patient; (B)(6) result. This report is being filed on an international product, list number 7a40, axsym hbsag (v2), that has a similar product distributed in the us, list number 9b01, axsym hbsag. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A review of product labeling determined that the issue is adequately addressed. A retained kit of axsym hbsag (v2) reagent, list number 7a40-20, lot number 08233lf00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, hbsag sensitivity specimens (virus subtype: ad and ay) have been tested and results were within specification. In addition, the clinical sensitivity was evaluated by testing two commercially available hepatitis b seroconversion panels (zeptometrix hbv seroconversion panel 6278 and seroconversion panel 6281). The seroconversion panel results were compared with the manufacturer's test data for these seroconversion panels. The reagent detected same reactive bleed as the manufacturer's data. To evaluate erratic results, 300 replicates of positive control were tested across three instruments. All positive control values met control specifications, no outlier and no false non-reactive results were identified. As part of our evaluation we have reviewed the complaint records for lot number 08233lf00. This review did not identify any problems relating to the customer's observation. There are no further complaints for this lot regarding this issue. All generated data demonstrate that the performance of the axsym hbsag (v2), list number 7a40-22, lot number 08233lf00, is not compromised.

Event description:
The customer stated a patient that was (B)(6) and on medication, generated a nonreactive result of (B)(6) on the axsym hbsag (v2) assay and was questioned by the physician. The sample was (B)(6) on the acon rapid test and was also (B)(6) when retested on the axsym. No impact to patient management was reported.